Event description:
Customer reported low blood glucose symptoms with result of 2.6 mmol/l obtained on the aviva nano system. Customer fainted and was treated with an injection of glucagon; an ambulance was called. Customer tested 5.7 mmol/l on the aviva nano system and 3.6 mmol/l on professional device within 10 minutes. Ambulance provided unspecified medical treatment and the customer was taken to the hospital for the day. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).